Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2012; dtbb1d1 crtd implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was triggered due to low left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.